Event description:
(B)(4). Device provided by (B)(6). Right away I had immediate stomach pains that have only gotten worse, abnormal periods, I bleed for the first year, I have had headaches, skin rashes, hair loss, anxiety, and heart problems.